Event description:
It was reported this was a mitraclip procedure to treat mixedmitral regurgitation (mr) with a grade of 4+. An xtw clip was prepared and inserted per the instructions for use (IFU). Soon after the clip reached the left atrium and was directed over the mitral valve a floating structure was noticed on the clip. It was unknown if it was a thrombus or a tissue structure from the atrial septum. Heparin was administered just after the transseptal puncture. The physician decided to retract the clip back to the triclip steerable guide catheter (tsgc) under aspiration in attempt to get the structure out of the atrium together with the clip. Th clip was removed together with the structure from the patient anatomy. The physician removed the structure, flushed and reprepared the clip and inserted the clip again. The clip was placed successfully in a2/p2 position closed and locked as per IFU, but while doing the first final arm angle test, the clip opened. Troubleshooting was performed, clip unlocked, opened to 60 degrees, clip locked and fully closed, and repeated the final arm angle test and the troubleshooting several times. However, the clip did not hold one single final arm angle test. It was decided to remove the clip and use another as replacement. After removing the clip, it was noted in imaging a tiny flail of the anterior leaflet. It was thought that this could have been caused by the clip manipulation during the troubleshooting. A second clip (tcds0302-xtw) was prepared and successfully placed treating the flail and reducing mr to a grade of 1-2.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional g4 mitraclip clip delivery system device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported unintended movement (clip open ¿ efaa/establish final arm angle). The reported improper or incorrect procedure or method and off-label use could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and the results of the returned device analysis (unable to confirm the reported efaa issue), a cause for the reported unintended movement associated with clip opening during efaa/establish final arm angle could not be determined. The reported improper or incorrect procedure or method (user error) was associated with the user re-inserting the cds as it was reported that the clip was removed together with the structure (thrombus) from the patient anatomy, and after removing the structure, the clip was flushed, reprepared and re-inserted into the anatomy. The reported off-label use (indication for use) was associated with the use of the triclip steerable guide catheter (tsgc) on the mitral valve. A cause for the reported thrombus and tissue injury cannot be confirmed. Tissue damage and thrombus are listed as known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported unintended movement (clip open ¿ efaa/establish final arm angle). The reported improper or incorrect procedure or method and off-label use could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and the results of the returned device analysis (unable to confirm the reported efaa issue), a cause for the reported unintended movement associated with clip opening during efaa/establish final arm angle could not be determined. The reported improper or incorrect procedure or method (user error) was associated with the user re-inserting the cds as it was reported that the clip was removed together with the structure (thrombus) from the patient anatomy, and after removing the structure, the clip was flushed, reprepared and re-inserted into the anatomy. The reported off-label use (indication for use) was associated with the use of the triclip steerable guide catheter (tsgc) on the mitral valve. A cause for the reported thrombus and tissue injury cannot be confirmed. Tissue damage and thrombus are listed as known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. An xtw clip was prepared and inserted off label with a triclip steerable guide catheter. Soon after the clip reached the left atrium and was directed over the mitral valve a floating structure was noticed on the clip. It was unknown if it was a thrombus or a tissue structure from the atrial septum. Heparin was administered just after the transseptal puncture. The physician decided to retract the clip back to the triclip steerable guide catheter (tsgc) under aspiration in attempt to get the structure out of the atrium together with the clip. The clip was removed together with the structure from the patient anatomy. The physician removed the structure, flushed and reprepared the clip and inserted the clip again. The clip was placed successfully in a2/p2 position closed and locked as per IFU, but while doing the first final arm angle test, the clip opened. Troubleshooting was performed, clip unlocked, opened to 60 degrees, clip locked and fully closed, and repeated the final arm angle test and the troubleshooting several times. However, the clip did not hold one single final arm angle test. It was decided to remove the clip and use another as replacement. After removing the clip, it was noted in imaging a tiny flail of the anterior leaflet. It was thought that this could have been caused by the clip manipulation during the troubleshooting. A second clip (tcds0302-xtw) was prepared and successfully placed treating the flail and reducing mr to a grade of 1-2. The tsgc was then retracted from the left atrium to the right atrium by retracting the whole system to treat tricuspid regurgitation with the same tsgc. One triclip was successfully placed reducing tr from grade 4 to grade 2-3.